Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument and sureform 45 green reload to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was found to have the snake wrist cover torn. The tears measured roughly 0.3350"- 0.2700". Visual inspection displayed no signs missing fragments. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a blue 45 reload. The cutline appeared smooth and consistent, with no jagged edges or tear in observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures for this instrument. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. There is no device related failures. The reload was returned unused and unfired. It was proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initializes clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did not receive the da vinci products with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler instrument jaws would not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The surgeon was unable to open the sureform 45 curved tip stapler instrument jaws prior to grasping tissue. There was no unexpected tissue removal.